Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, one (1) insertion handle for suprapatellar, one (1) aiming arm for suprapatellar and one (1) cannulated connecting screw were unable to target the unknown proximal locking screw. The unknown connecting screw was impartial into the handle and very difficult to remove. There was a thirty (30) minute surgical delay. The procedure was successfully completed. Patient outcome was successful. Concomitant device reported: unk screw: (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) unknown screw. This is report 4 of 4 for (B)(4).